Event description:
A customer reported a leak at the probe of coulter lh500 hematology analyzer. The customer stated that the probe leaked during the backwash after aspirating the sample. There were no patient samples or results affected by the leak. The customer was wearing personal protective equipment consisting of lab coat and gloves at the time of the event. There was no exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place at the facility. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
The field service engineer (fse) found that the probe wipe of the blood sampling valve (bsv) did not fully extend to the end of the probe. This caused the probe to drip. The fse could not determine why the probe wipe would not fully extend. The fse replaced the bsv module and verified the repairs per the established procedures. Blood and diluent are present at the bsv module of the instrument. Root cause of the leak is attributed to the probe wipe of bsv not fully extending. (B)(4).